Manufacturer narrative:
Lead model 3889-28 lot# v000871 implanted: (B)(6) 2006 explanted: (B)(6) 2006. This device was being used in a clinical trial noted as (B)(6).

Event description:
It was reported that the boot fell off the lead which was stretched and broke during the implantation procedure. The patient also experienced pain at the implantation site 2 days post-operation. The patient outcome was reported as non-serious injury. If additional information is received, a follow up report will be sent.